Manufacturer narrative:
Concomitant medical product: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (7mg/ml at 0.0426 mg/day) and morphine (15 mg/ml at 0.091 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the catheter was fractured. The pump was working correctly and was near end of service (eos). The pump was at minimum rate since (B)(6). The patient was on oral medications and was in the middle of having back surgeries. The fracture was diagnosed by a dye study and imaging (x-ray). The elective replacement indicator (eri) was 24 months in (B)(6). The minimum rate option versus programming the pump off via password was reviewed. The hcp reported it was the physician's policy to bring back the patient every 90 days which he didn't want to do because he wasn't using the therapy. The hcp was provided a pump off password for (B)(6) 2015. The patient had experienced no pain relief. The hcp noted the patient may have the system replaced at some point in the future. Cause of the fracture and intervention information was not provided. Further follow-up is being conducted to obtain this in formation. If additional information is received, a follow-up report will be sent.